Manufacturer narrative:
H10: correction user facility report: (B)(4) was received 18july2024.

Manufacturer narrative:
A1: patient identifier not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. User facility report: (B)(4) was received 18july2024. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
User facility medwatch received that states that the patient arrived at the clinic with damage to their modular cable. The modular cable was exchanged. The exchange was considered medical intervention.

Manufacturer narrative:
A2 - patient age: corrected manufacturer's investigation conclusion: the reported damage to the modular cable cannot be confirmed as no product or photographs were submitted for evaluation. It was reported that the patient arrived to the clinic on (B)(6) 2023 and damage was noted to the modular cable. According to the account, the modular cable was exchanged. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No product was returned or evaluated under this complaint. The heartmate 3 modular cable lot number, as well as other specific case/patient information, is not available. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas IFU is currently available. Section 2 "system operations" (under "replacing the modular cable") provides instructions on how to replace the modular cable. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is also currently available. Section 4 "living with the heartmate iii" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.